Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer normally is 135-160mg/dl with her prior meter. Based on parkes error grid analysis, the bias between the highest result given (312) and the lowest normal result (135) is located in zone c. No adverse event reported.

Event description:
Consumer complaint of high blood results. Customer normally is 135-160mg/dl with her prior meter. Based on parkes error grid analysis, the bias between the highest result given (312) and the lowest normal result (135) is located in zone c. No adverse event reported.